Manufacturer narrative:
(B)(4). G2 foreign: australia attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis, as the device is unavailable by hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had primary right hip arthroplasty on unknown date. Subsequently, the patient was revised due to pain, loss of function and femoral deformity. The stem and head were removed along with the femur in one piece. All devices were removed and replaced. It is not suggested that either of these or the trilogy implants explanted were responsible for patients¿ deformity. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Visual examination of the provided pictures identified the explanted acetabular cup with the liner which remains assembled to the cup. The construct is covered in bio debris and large section of tissue seen surrounding half the edge of the shell and liner construct. No other observations could be noted from the image provided. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral total hip and right knee arthroplasty in place. Both femoral heads are symmetrically seated within the acetabular cup. There is periprosthetic lucency and bone loss in the calcar and lesser trochanter of the right femur. Lateral bowing deformity of the right femur with mild expansion of the bone is noted as well as a well-defined but not sclerotically marginated long lucent lesion asymmetrically in the right femoral diaphyseal medullary canal with endosteal scalloping but not periostitis or periosteal reaction. Lucent lesion with bone loss and surrounding productive bone formation in the superolateral acetabular roof. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.